Event description:
It was reported the safety bar was deformed, possibly indicating the cot would be difficult to load/unload into the ambulance. There are no reports of patient involvement or adverse consequences.